Event description:
It was reported that a patient was revised to address a fractured xia rod and a migrated unknown set screw. This report captures the unknown set screw.

Event description:
It was reported that a patient was revised to address a fractured xia rod and a migrated xia blocker. This report captures the xia blocker.

Manufacturer narrative:
Additional data: b5, d1, d4, d9, g4, h3, h4. H6 coding has been updated to reflect completion of the investigation.